Event description:
It was reported that patient underwent a total right hip arthroplasty on (B)(6), 2009. Subsequently, patient was revised on (B)(6), 2013 due to pain and elevated metal ion levels. It was further reported that an exam revealed swollen soft tissue. The femoral stem and acetabular liner were removed and replaced with competitor products.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.(B)(4).